Manufacturer narrative:
(B)(4). Date sent: 03/03/2023 d4: batch # 131a75 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present, the device was fully loaded with staples, indicating that the device had not been fired. However, when the battery was installed the green checkmark illuminated indicated that the device was not reset. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. No functional test was performed in order to preserve the evidence. This defect has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number 131a75, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a lap colon procedure there was a problem with the echelon circular powered. When he released the red safety trigger the stapler did not fire and did not work. The battery seemed to work; in fact, the screen was illuminated. After verifying that the head was hooked to the stapler, the surgeon tried to change the battery with a battery from a new stapler without success. After that he changed stapler and head making a new pouch of tobacco and the new stapler worked as usual. There was no delay to the surgery. The procedure was completed successfully. There were no patient consequences. No change in post-operative care.